Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was conducted and did not show the currently reported issue. When the device was returned to mmd for investigation, it was found that the pump was out of calibration, causing the over infusion. The pump was serviced to correct this issue.

Event description:
The initial reporter stated that the pump had failed volumetric testing at their facility. They stated that it over infused. Mmd did follow up with the initial reporter who advised that no patient had been involved and that the complaint had occurred during testing. No further information was provided. Complaint (B)(4).